Event description:
It was reported that the device was used during a laprascopic cholycystectomy. The 1 seal tore and fell into the pt. It was retrieved and another 1 seal was used to complete the case. There was no consequence to the pt.